Event description:
Medtronic received a report that the pipeline experienced resistance and failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right cavernous sinus segment. The max diameter was 11.23mm, and the neck diameter was 8.93mm. The patient's vessel tortuosity was moderate. The landing zone was 3.42mm distal and 4.78mm proximal. Dual antiplatelet treatment was administered. It was reported that when the pipeline passed through the posterior curvature of the cavernous sinus the resistance was relatively large. When the delivery was in place, the tip end could not be opened. Repeated attempts to recover twice failed. The pipeline was withdrawn from the body, and attempts to deploy and push out the tip end of the stent 15mm were still unopened. The middle section opened well. The pipeline was replaced with a smaller model, and the deployment was smooth. The proximal part of the horizontal segment of the cavernous sinus failed to adhere to the wall, and then the operation was finished. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed two or less times. No additional steps were taken to open the device. The patient did not experience any injury or complications. Frontal and lateral angiography post procedure showed normal blood flow. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, 8f short sheath, and a neuronmax .088 guide catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis within shipping box; within an unsealed plastic biohazard pouch and within an opened pipeline flex inner pouch. The braid was already detached and returned within the same pouch. The phenom-27 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the resheathing pad, re-sheathing restraint or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. Both braid ends were found fully opened, frayed, and damaged. The middle braid was found slightly flattened. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the device was returned with both braid end fully opened. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged/flattened. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported pipeline was not placed in a bend, pipeline was resheathed less than or equal to 2 times, and all devices were prepared per IFU. Customer report of ¿resistance stuck during delivery¿ could not be confirmed as the braid was already deployed. Possible causes are damaged catheter, damage/fray to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing the ped in micro catheter. As the phenom-27 micro catheter used in the event was not returned, any contribution of the micro catheter towards the incomplete open could not be determined. H6. Coding updated based on the analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the resistance was in the catheter tip, and there was no damage to the pipeline pushwire or catheter observed. The resistance of the exposed tip-end was normal at first, but developed increasingly and then the resistance was obvious. It was clarified that the deployment of the replacement pipeline was smooth, but proximal to the horizontal segment of the cavernous sinus was poorly adhere to the wall. They then "processed," and it adhered to the wall well. There were no deficiencies found with the device, and the surgery was completed.